Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with approximately 300 units of insulin, and remained static at 140 units. The customer declined to reload the cartridge and would continue to monitor pump performance. There was no impact to the customer's blood glucose level.